Event description:
It was reported the pt's ipg flipped in the pocket causing communication and charging issues as well as pain at the ipg. The pt's ipg was explanted and replaced. The pt reported the pain at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.